Event description:
Consumer reported complaint for error message (e-5). During the call, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using true metrix air mete; customer was concerned with the results. The customer¿s expected blood glucose test result ranges are 140 mg/dl am fasting and <200 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/17/2024 and open vial date is 2-3 weeks ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - customer returned only 1 test strip, unable to test. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 12-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated (without providing too much information) that she went to the hospital due to having diabetic symptoms (would not disclose symptoms) and was admitted and released 3 days later (customer did not provide date of hospitalization). Customer only advised that she was discharged and advised to follow up with pcp. Customer did not disclose if she was still using the allegedly defective meter at the time of hospitalization. Customer stated the replacement products resolved initial concern.